Manufacturer narrative:
The investigation has determined that higher than expected sodium and potassium results were obtained from a vitros performance verifier quality control fluid using vitros chemistry products na+ slides and vitros chemistry products k+ slides on a vitros 350 chemistry system. The assignable cause of the event is suboptimal calibrations. The data from multiple calibration events did not compare well to the corresponding release data. The suboptimal calibrations are most likely due to an issue related to the reconstitution process of the vitros cal kit 2 and the vitros pv fluids conducted by the customer involving the use of a fixed volume pipette. The instructions for use for vitros calibrator kit 2 recommends the use of a class a volumetric pipette or an automated pipette for the reconstitution process. It was confirmed that the fixed volume pipette had not been calibrated for over a year prior to the event. Therefore, user error was a likely contributing factor of the event and the suboptimal calibrations. When the customer switched to a volumetric pipette to perform the reconstitution process of both vitros cal kit 2 and the vitros pv fluids, the quality control results returned to expectations. There were calibration and quality control issues for several vitros assays and multiple lots of those assays prior to use of the volumetric pipette. Based on historical quality control results prior to the suboptimal calibration events that took place on (B)(6) 2019, a vitros na+ reagent lot 4219-1018-1724 and a vitros k+ reagent lot 4102-1006-6892 performance issue are not likely contributors of the event. Expected quality control results were obtained for both vitros na+ and k+ after optimal calibration events were established on (B)(6) 2020 when the customer switched to use of a volumetric pipette when preparing vitros cal kit 2 and the vitros pv fluids. Vitros na+ within run precision testing performed by the customer on the vitros 350 chemistry system was within ortho acceptable guidelines suggesting an instrument issue was not likely a contributing factor. However, because a marker precision test was not conducted the vitros 350 chemistry system cannot be entirely ruled out as a contributing factor of the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected sodium and potassium quality control (qc) results obtained from vitros performance verifier (pv) fluids using vitros chemistry products na+ slides and vitros chemistry products k+ slides on a vitros 350 chemistry system. Vitros na+ lot 4219-1023-4605: vitros pv I h6976 results of 136.2, 135.7, 135.9, 137.3, 135.5, 135.3, 159.4 and 159.9 mmol/l vs an expected result of 120.6 mmol/l; vitros na+ lot 4219-1018-1724: vitros pv I h6976 results of 138.1, 138.3, 136.4 and 140.9 mmol/l vs an expected result of 119.2 mmol/l; vitros k+ lot 4102-1027-4937: vitros pv I h6976 results of 3.47, 3.48, 3.45, 3.49, 3.93 and 3.88 mmol/l vs an expected result of 2.86 mmol/l; vitros k+ lot 4102-1006-6892: vitros pv I h6976 results of 3.54, 3.53, 3.38, 3.47, 3.57, 3.35 and 3.19 mmol/l vs an expected result of 2.82 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no allegation of patient harm as a result of this event. This report is number 3 of 4 MDR¿s for this event. Four (4) 3500a forms are being submitted for this event as 4 devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).